Manufacturer narrative:
Device passed the displacement test. Device received with a33 during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. Troubleshooting was not performed. Customer blood glucose reading was 180 mg/dl. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with a33 during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm. (B)(4).